Event description:
It was reported that the patient experienced pocket pain. The patient's system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d274trk implantable cardioverter defibrillator (ICD) implanted: 2010-(B)(6), product ID 5076-45, implantable pacing lead implanted: 2007-(B)(6), product ID 419688, implantable pacing lead implanted: 2010-(B)(6), product ID 694958 implantable tachy lead, implanted: 2007-(B)(6). (B)(4).